Event description:
The customer contacted spacelabs healthcare technical support and reported that they had a xhibit central station that had two blank displays. There was no patient or user harm associated with this event. During troubleshooting it was identified that the displays were set to an incorrect input. The customer stated the issue was resolved after several attempts of removing and then plugging in the power cables from the displays. Cause of failure was not established.